Manufacturer narrative:
Philips service replaced the defective geoipc; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geoipc was unable to communicate, causing geometry malfunction on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.